Event description:
The customer received a questionable glucose result for one patient sample. The initial result was 395 mg/dl and was reported outside the laboratory. The physician questioned the result and had the patient redrawn on (B)(6) 2012. The result from the redraw sample was 108 mg/dl. On (B)(6) 2012, the original sample was repeated twice with a result of 108.4 mg/dl. The redraw sample was repeated with a result of 107.9 mg/dl. The repeat result was considered to be correct. The patient was not adversely affected. The glucose r1 reagent lot number was 65220801 with an expiration date of 04/30/2013. The glucose r2 reagent lot number was 65008301 with an expiration date of 03/31/2013. The field service representative determined the r1 reagent probe was out of adjustment. He checked and adjusted all the probes and verified all adjustments and mechanisms. The customer verified all glucose calibrations and qc were in range.